Event description:
It was reported that during a da vinci prostatectomy procedure, the scissors on the monopolar curved scissors instrument were blunt. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the scissors did not fully close due to blade damage. As a result, the blades would not cut through their entire length and a cut test failed. One blade edge had an indentation between the midpoint and tip that acted as a mechanical stop for the other blade when closing. It was concluded that the indentation damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were approximately .032 - .078 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.